Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported that a tampon came apart leaving a piece behind. She experienced pain during urination and went to the obgyn. She was diagnosed with a urinary tract infection and prescribed nitrofurantoin. Symptoms resolved.